Event description:
The customer observed a falsely elevated ca19-9 result for one (B)(6) -year old female patient with digestive issues on the architect i200sr analyzer. The following data was provided: 4/21 167.2 u/ml. 5/26 238.6 u/ml. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Accuracy testing met all specifications. Complaint information reasonably suggests the assay is performing as intended, and no malfunction of the device occurred. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). This report is being filed on an international product, architect ca19-9 list 02k91-35 that has a similar product distributed in the us, list number 02k91-27. An evaluation is in process.